Manufacturer narrative:
On july 24, 2020 mentor became aware that mistakenly reported the same event as report in manufacturer report number: 1645337-2020-09037. This event is a prior event for the same patient: the correct event: it was reported that a 46-year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which the patient experienced capsular contracture, (unknown baker grade) on the unknown side post operative. As a result patient underwent bilateral replacements as follow: left replaced with cat#:3507275bc, sn#: (B)(6) and right replaced with cat#:3507275bc, sn#: (B)(6) on (B)(6) 2007. H10 correction: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 275cc silicone breast implants which the patient experiencing rupture and capsular contracture, unknown baker grade on the left side, after implantation. The issue was confirmed by the physician per ultrasound examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.